Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had an e315 scope not supported error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of error e315 (incompatible scope) was not confirmed. Based on the results of the investigation, corrosion in the electric contact part of the video connector can result in image issues temporarily affecting the video image and other electrical functionality. However, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.